Manufacturer narrative:
Product analysis the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2014; ICD ddbb1d1, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead experienced high thresholds, no capture, far field r-wave (ffrw) oversensing, undersensing, and intermittent atrial sensing. The lead was explanted and replaced. As well, the patient's right ventricular (rv) lead experienced oversensing, noise and sensing integrity counter (sic) counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.